Manufacturer narrative:
Approximate age of the device is 2 years, 4 months. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient had known untreatable lvad infection and was placed on hospice for bacteremia. Patient had been on long-term antibiotics related to driveline infection since (B)(6) 2018, patient had a septic hip joint and was also non-compliant with her antibiotic regimen. Patient found unresponsive taken to ER and expired. It was also reported that the patient had low flows and no flow in lavd. The device operated as expected.

Event description:
Additional information: when the family found the patient unresponsive they called 911 and CPR was initiated. Upon admission to the emergency rom CPR was still underway but there was no flow in the patient's lvad. Additionally, the patient's pupils were not reactive and there was no spontaneous movement. Per the family, the patient also had low flow alarms. Advanced cardiac life support (acls) was also initiated in the emergency room. After one hour of CPR the decision was made to stop. Correction: it was stated that the patient was known to have infection going back to (B)(6) 2018. Since the patient was transferred, the vad coordinator did not know the exact date. After contacting the hospital where the infection was first diagnosed, it was stated that (B)(6) 2017 was the actual date of first positive driveline culture.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause for the reported infection could not be confirmed through this evaluation and a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, the report of low flow alarms could not be confirmed as no log file was submitted for evaluation. The pump was not returned for evaluation. Infection is listed as an adverse event that may be associated with the use of heartmate ii lvas. The IFU contains information on controlling infection in the patient care and management section. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Event - additional information. This reference (B)(6) infection was reported under legacy complaints system MFR# 2916596-2017-00507.

Event description:
Additional information received indicated the patient had been on long-term antibiotics related to driveline infection, she also had a septic hip joint, and was also non-compliant with her antibiotic regimen. Patient was a transferred from another facility to (B)(6) hospital in (B)(6) 2019, the device operating as expected. Patient was known to have infection going back to (B)(6) 2018. The vad coordinator stated that (B)(6) 2017 was date of first positive driveline culture.